Event description:
It was reported that review was requested for atrial tachycardia response (atr) events which displayed noise on the atrial and shock electrograms (egm). A (B)(6) technical services consultant reviewed the remote device data. Atrial pacing impedance measurements have been stable but intermittently there is a decrease greater than 100 ohms. The lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).